Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that wires were exposed on the patient's electrode belt, and the patient was receiving "add gel" messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires, "add gel" messages) has been confirmed. Upon investigation the cable that connects the distribution node (dn) to rear the rear therapy electrodes was pulled from the strain relief, damaging wires and causing the reported "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.